Manufacturer narrative:
The customer¿s experience of a 2 programmed instead of 0.2 was confirmed in the pcu event log. The pcu event log shows that at 7:22 am on 02 february 2018, the user entered 2mcg/kg/hr for the dose which made the rate 41.5ml/hr. There were no guardrails warnings for this entry. Two minutes later the user changed the dose to 0.2mcg/kg/hr, which made the rate 4.15ml/hr. The log shows pump module s/n 13138375 was programmed to infuse a custom concentration infusion of dexmedetomidine (drugid 169) at a rate of 16.6ml/hr at 3:11 pm on 01 february 2018 and ran until 7:53 am when the device was channeled off. During the infusion, the dose was changed multiple times from 0.5mcg/kg/hr, 0.8mcg/kg/hr, 0.9mcg/kg/hr, 1mcg/kg/hr, 1.4mcg/kg/hr and 2mcg/kg/hr. The volume recorded as being infused during this period was 381.9ml. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4).

Event description:
The customer reported that the user programmed precedex dexmedetomidine. A second nurse confirming the programming noted that 2 was programmed instead of 0.2 and the first user stated that no guardrails alert occurred to indicate that this was beyond the acceptable limit. The event occurred prior to the infusion being started. There was no patient harm reported. The customer requested an event log review to confirm the programming sequence and whether the user received a guardrails warning.